Event description:
Infusion catheter used for chemotherapy noted to have a leak per fluoroscopy exam. On 8/23/99 pt presented to ER febrile with pain at catheter insertion site. Port removed. Use of port discontinued after leak discovered 8/23. Chemotherapy administered peripherally x1 cycle. Pt hospitalized for removal/insertion.